Event description:
A report was received that a patient underwent a lead revision due to a high impedance contact on the lead. The lead was explanted and the patient is reportedly doing well.

Event description:
A report was received that a patient underwent a lead revision due to a high impedance contact on the lead. The lead was explanted and the patient is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical tests performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 3 inches from the distal end, where the lead appears to have been sutured. Cables #3 and #8 were broken/severed at this spot. The fracture site was 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed.